Event description:
It was reported that the user applied a new freestyle libre 3 plus sensor, received an activation successful message, but did not see a glucose reading due to a pairing failure alert; rescanning restored the connection with nine minutes remaining in the warm-up period. Symptoms included no reported clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included user-guided troubleshooting and education. Investigation of this case revealed a resolved sensor-to-app pairing failure that cleared after rescanning during the warm-up period. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption during sensor warm-up.